Manufacturer narrative:
Zoll has received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During setup, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message upon powering on. The user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:02 (ce danfoss error) error message upon powering on" was confirmed during the event log review but not confirmed during the functional testing, the system performed as intended. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing without any errors. However, the system was further evaluated and unrelated to the reported complaint noticed rust near the compressor and also observed coolant leak from the bottom part of system coldwell. The leaked area was closely checked and it was found that the coolant leaked from the part between the pump in the bottom side of coldwell and the welding area. The thermogard xp ivtm system is a reusable device and was manufactured in 2013 and is almost 6 years old, system has exceeded its expected service life of 5 years. There were no preventive maintenance performed for this system since the time of its purchase. Therefore, the root cause for the corrosion was due to improper routine maintenance. The event log review showed occurrence of multiple tcmid:02 error message on the reported complaint date.

Manufacturer narrative:
Upon further evaluation in zoll san jose, the root cause for the tcmid:02 (ce danfoss error) error message was found to be due to the damaged module danfoss controller and assembly pic-hsg. The danfoss controller and assembly pic-hsg needs to be replaced to remedy the tcmid:02 error. The cold well assembly needs to be replaced to remedy the coolant leak problem. Upon customer approval, the damaged parts will be replaced and the system will be further tested to full specification. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).